Event description:
As per the patient, he reports that he cannot hear anything. His audio processor amade is working well. The gain is at maximum. He said that he was hearing well when one week ago he moved his head and suddenly he stopped hearing and he has not been able to hear anything since. The audiologist of the clinic checked the ap amade and it was working correctly. She tried with the highest level, but the patient still could not hear anything. He was re-implanted four months ago. Since this date, he has been hearing without problems up to aforementioned incident.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.